Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that the suture sleeve was tied to tight for this dextrus right ventricular lead, which resulted in a conductor fracture. In a revision procedure, the lead was explanted and successfully replaced by a new lead. No adverse pt effects were reported. No add'l info is available at this time. Dates were provided to us by boston scientific.